Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times, applied more force to the button, and the wake button performed as intended. The customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.